Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 77 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient returned regularly for follow-ups. It was reported that a recent CT demonstrated distal migration of the stent graft with aortic neck dilatation, resulting in a type I endoleak. Currently, the vessel morphology was reported as moderate tortuosity and moderate calcification. The physician elected to explant the stent graft and surgically-convert the patient. No additional clinical sequelae reported, and the patient is fine. The explanted device was discarded by the user facility.

Manufacturer narrative:
(B)(4). Evaluation, results: migration, endoleak; aortic neck dilatation. Conclusion: aortic neck dilatation.